Event description:
It was reported that during equipment testing, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, and debris was discovered within the device. The presence of debris can lead to increased friction between rotating components, resulting in heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the buildup of debris within this device. The device was repaired and additional preventative maintenance was also performed. The drill was returned to the user facility.